Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure with loss of sensing and capture on the right ventricular lead. It was noted that the lead dislodged. The lead was revised, and the patient did not experience any consequences.